Event description:
Information was received from a consumer regarding a patient receiving fentanyl (3000 mcg/ml at 767.9 mcg/day) via an implantable infusion pump. The indication for use was noted as herniated disc and spinal pain. It was reported the patient ran out of medicine in the pump. It was unknown when that occurred (2016). The patient moved and could not make the drive 5 hours to the old doctor so physician listings were requested by the patient's son. The new healthcare provider (hcp) that the patient thought was going to manage the pump received information/records from the previous doctor and then made the decision that the patient was untreatable per the reporter. The date (B)(6) 2016 was supposed to be the new pump refill date but the new doctor would not manage the patient's pump. Another hcp that was contacted stated they didn't manage patient pumps. The reporter noted that there were quite a few doctors in her area contacted for the new area the patient moved to but the patient had not been able to find a new doctor. The patient had ended up in the emergency room due to a lot of pain on (B)(6) 2016. The patient was in serious pain all the time and the pump made the pain manageable. The patient was admitted to the hospital, spent two nights and then was discharged. Pain patches were prescribed to the patient. It was later reported by a hcp that the current follow-up doctor would act as the patient's follow-up doctor until the patient had enough time to find someone else in the area to manage the patient's pump. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.